Manufacturer narrative:
(B)(4). Corrected patient code: 1154. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure: age = 35 years old / weight and bmi are unknown but there is no mention of obesity in the patient's medical file. Date and name of the index surgical procedure: perineal suture. The diagnosis and indication for the index surgical procedure? Episiotomy after a childbirth by vaginal delivery. On what tissue was the suture used? Perineal tissue. What was the tissue condition, i.e., normal or tin, calcified, fragile, diseased? Unk. How was the suture placed, interrupted or continuous? Continuous. What were the current symptoms following the index surgical procedure? Onset date? Post-op disunity observed during the examination. What was the appearance of the suture during the second procedure? There was no re-operation with suture. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Unk. Other relevant patient history/concomitant medications? No. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Etiology: breakage of the suture's strand. What is the patient¿s current status? Unk. Additional information provided indicated "there was no re-operation with suture." Please clarify if medical or surgical intervention was provided to the patient when 'post-op disunity was observed during the examination'. No additional procedure was provided to the patient when 'post-op disunity was observed during the examination'.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device ak3046 number, and no non-conformances were identified. Additional information was requested and the following was obtained: what is the defect with the product? Fast resorption of the suture. Was it noticed upon opening the package or during use or other (specify)? The issue was observed 2 to 3 days after the procedure. Any adverse patient consequences? Disunity of the suture. What medical/surgical intervention provided to manage them? Perineal suture. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure. Date and name of the index surgical procedure. The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or tin, calcified, fragile, diseased? How was the suture placed, interrupted or continuous? What were the current symptoms following the index surgical procedure? Onset date? What was the appearance of the suture during the second procedure? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. Approximately 2 to 3 days after the procedure, the patient experienced fast resorption and disunity of the suture. The patient underwent perineal suture. Additional information has been requested.